Event description:
Customer cited high readings when completed to a lab comparison. When the alleged results were plotted onto a clarke error grid, they fell into the "d" zone which is considered clinically significant. There was no report of death or serious injury. Medical intervention was not required.